Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4) product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(bathroom). Test strip UDI#: (B)(4). Note: manufacturer contacted customer on 10/29/2018 in a follow up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Correction: correction made on section h reflecting the wrong storage by user. Update the mlurc and evaluation codes.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 207mg/dl. The expected fasting blood glucose test result range is 104 to 132mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 03/28/2020 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :101mg/dl, date: (B)(6) 2018, time:10:08am, fasting; result 2 :207mg/dl, date: (B)(6) 2018, time:12:47pm, fasting; result 3 :119mg/dl, date: (B)(6) 2018, time:4:10pm, fasting; result 4 :111mg/dl, date: (B)(6) 2018, time:10:19am, fasting; result 5 :147mg/dl, date: (B)(6) 2018, time:7:09pm, n/fasting. Customer called in and states the meter gave her 1 high reading during a back to back test. Customer is concerned that 207mg/dl fasting is too high for her. Customer is storing test strips incorrectly and advised of proper storage technique.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(4) 2018 in a follow up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 207 mg/dl. The expected fasting blood glucose test result range is 104 to 132 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. The test strip lot manufacturer's expiration date is 03/28/2020 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly), result 1 :101mg/dl, date: (B)(6) 2018, time:10:08am fasting; result 2: 207mg/dl, date: (B)(6) 2018, time:12:47pm fasting; result 3 :119mg/dl, date: (B)(6) 2018, time:4:10pm fasting; result 4 :111mg/dl, date: (B)(6) 2018, time:10:19am fasting; result 5 :147mg/dl, date: (B)(6) 2018, time: 7:09pm n/fasting. Customer called in and states the meter gave her 1 high reading during a back to back test. Customer is concerned that 207 mg/dl fasting is too high for her. Customer is storing test strips incorrectly and advised of proper storage technique.